Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ranger drug coated balloon catheter was visually and microscopically examined which revealed no damages. The device was functionally tested by inflating it to rated burst pressure and the balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that the balloon ruptured. This 5x200mm, 150cm ranger balloon catheter was selected for use in a peripheral arterial occlusive disease procedure. The 85% stenosed target lesion was located in the calcified superficial femoral artery. During the procedure, the balloon burst prior to being inflated to nominal burst pressure. The balloon had been inflated once at 4atm. Pre-dilation had been performed prior to the use of the ranger balloon. The procedure was completed with another of the same device and there was no patient injury.

Event description:
It was reported that the balloon ruptured. This 5x200mm, 150cm ranger balloon catheter was selected for use in a peripheral arterial occlusive disease procedure. The 85% stenosed target lesion was located in the calcified superficial femoral artery. During the procedure, the balloon burst prior to being inflated to nominal burst pressure. The balloon had been inflated once at 4atm. Pre-dilation had been performed prior to the use of the ranger balloon. The procedure was completed with another of the same device and there was no patient injury.